Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant and stretching. Concomitant product: 694958 lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead dislodged shortly after initial implant. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.